Manufacturer narrative:
(B)(4). Batch # n92z9w. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the sales rep that during an unknown procedure, scissoring occurred several times. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.